Event description:
The customer reported that when she activated the pod her blood glucose was 96 mg/dl but rose to 357 mg/dl by lunchtime. Later, while taking a nap, the device alarmed. Her bg read "high" (>500 mg/dl) at that time. She changed the pod and gave two insulin boluses, 6 and 1.5 units. She did see blood at the end of the cannula when she removed the pod.

Manufacturer narrative:
The returned device was evaluated and the reported occlusion alarm was confirmed. The root cause of the alarm was found to be damage to the occlusion sensor due to an internal leak. A mfg deficiency was therefore determined to have contributed to the reported hyperglycemia. Insulet has initiated an investigation into this issue. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)," and "high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."